Manufacturer narrative:
Concomitant medical products: concomitant 60 ml monoject syringe. The customer¿s report of a possible underinfusion was not confirmed. No details of the reported event were provided and only the pca event log was provided. Due to this, the information is limited. The pca event log shows that the pca module was selected at 8:15 pm on (B)(6) 2018. The user selected a 60 ml monoject syringe with 46.6043 ml detected, and started a pca dose only infusion. The infusion continued until 8:36 am on (B)(6) 2018. During this period there were 2 pca requests not delivered due to the lockout interval and there were 21 pca requests delivered for a total of 21 ml. The root cause of a possible underinfusion was not identified. No devices received, log review only.

Event description:
The customer reported a possible under infusion and requested assistance deciphering all of the event log. There was no patient harm.